Manufacturer narrative:
One opened trocar assembly was received for evaluation. The sample was visually inspected and it was found nonconforming with a hole in the septum. A device history record review was conducted. According to the device history record review, the product released met the product¿s acceptance criteria. This complaint evaluation was not able to determine the root cause of the identified valve conditions. Possible root causes for the nonconforming conditions include valve manufacturing controls, valve handling during assembly and handling in use. The condition of the returned valve does not indicate handling in use as the cause for the hole. In order to improve performance of the valves an investigation was opened. Additional valve manufacturing controls were put in place in (B)(6) 2015 after the manufacturing period of this reported lot. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocar leaked during a procedure. The procedure was completed after replacing the product with another one. There was no patient harm. The product sample was retained. No additional information is expected.